Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states that the customer is a quad and he has a little tone in his lower extremities and he alleges the weld just broke.